Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a printer circuit board failure. Additional issues were identified during the device evaluation: air and water leakage, and an abnormal appearance on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported having appearance flaws on the camera head. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was a loss of vision due to no image or darkness. This report is to capture the reportable malfunction of no image/darkness noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of no image output occurred due to water immersion in the imaging section. The cause of water immersion in the imaging section could not be identified. Olympus will continue to monitor field performance for this device.